Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc investigation. Note: manufacturer contacted customer in a follow-up call on 15-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint for e-4 error. During the call, a back to back blood test was performed by the customer fasting and produced test result of hi and e-4 using truetrack meter. The customer¿s expected fasting blood glucose test result is 230 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/25/2022 and open vial date is (B)(6) 2020. Customer was not able to provide the dates/times in regards to the results from the memory as well as if the tests were fasting/non-fasting. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 02-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. H10: most likely underlying root cause: mlc-18: user has high glucose value.